Event description:
A facility reported a hakim programmable valve (ID 823100) was implanted in a (B)(6) patient via v-p shunt on (B)(6) 2015 with 200mmh2o. On (B)(6) 2021, the set pressure could not be changed; there were no clinical symptoms at that time. On (B)(6) 2022 the set pressure could not be changed therefore, the valve was removed and replaced. The patient recovered.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID 823100) was returned for evaluation. Device history record (DHR) - the product code 82-3100 with lot crfbdw, conformed to the specifications when released to stock failure analysis - the valve was visually inspected; bump marks in the valve casing over the spring pillar and cam mechanism, cut/tear/holes in the silicone housing one on top and one on the bottom of the valve casing were noted. The position of the cam when valve was received was 130 mmh2o. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion and reflux. The valve was pressured tested and failed. The valve was visually inspected under microscope with the appropriate magnification: bump marks in casing, spring pillar bent, a mark in cam steps from the spring were noted. No root cause could be determined for the programming issue reported by the customer, as the technician could not confirm any programming issue with the valve at the time of investigation. The possible root cause for the programming issue reported by the customer was probably due to biological debris and protein build up interfering with the valve mechanism. At the time of the valve investigations, no programming issue was noted. The root cause for the failed leak test noted during the investigation is due to cut/tear/holes in the silicone housing one on top and one on the bottom of the valve casing. The root cause for failed pressure test noted during the investigation is due to the bent spring pillar no longer applying a correct pressure on the ruby ball. The root cause for the bump marks in the valve casing noted during the investigation were due to the valve receiving a very hard knock.